Event description:
Pt reported that obtaining a blood glucose result of 640 mg/dl, while using the suspect device. The device's numeric reading range is 10 mg/dl - 600 mg/dl; values > 600 mg/dl should display as "hi." Pt stated that, based on this value, she had blood glucose tested on a clinic's device with result of ~ 300 mg/dl (time between tests was not provided). No pt injury was reported. While on the line with technical support, pt was unable to locate the value of 640 mg/dl in the device's memory. At the time of the event, pt was testing with expired strips. Quality control testing had not been performed on the system. Tehcnical support requested the return ofthe suspect product and replacement product was shipped.